Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the lead revealed no significant anomaly and the distal end of the electrode was pulled out or off.

Event description:
It was reported the patient¿s healthcare professional (hcp) did a lead revision and part of the lead remained implanted in the patient. Additional information received reported the patient had a loss of efficacy. The reporter stated the lead was placed ¿too lateral¿ and was replaced on (B)(6) 2013. It was noted that lead electrode 0 ¿stayed in the anatomy at the location that was viewed on fluoroscopy prior to the procedure.¿ it was further noted the patient was ¿initially¿ much better.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v207498, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4). No device analysis was performed; the device met risk based criteria. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.